Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): battery - battery depletion-normal.

Event description:
It was reported that the clinic was unable to "communicate with device". The device was explanted and replaced. It was further reported that the lead had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.